Event description:
Caller reported cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in loading a new cartridge using the proper technique. Customer successfully resumed insulin therapy, and the issue was resolved. No additional information was received regarding the outcome of the event.